Event description:
It was reported that a pt was undergoing anesthesia with the device in use when after 20 minutes the device reportedly occluded. The device was investigated by the hosp personnel and found to exude fluid when pressure was applied and did not allow gas to pass through. The pt underwent a period of low sa o2. After anesthesia the pt had efficient spontaneous breathing and stable hemodynamics. No pt sequelae were reported.